Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2012 due to femoral loosening.

Manufacturer narrative:
Evaluation found part dimensions within print tolerance.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity."